Event description:
A caregiver reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The low glucose alarm did not sound while customer was sleeping (set for below 95 mg/dl) and the customer subsequently experienced labored breathing, "blank eyes", drooling, headache, leg pain, convulsions, and loss of consciousness. The customer was assisted by a third-party with glucagon injection, sugar-water, and food, and emergency services were called. The customer was transferred to hospital where customer was additionally given serum via IV and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the xiaomi mi 10 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Smartphone compatibility with use of freestyle librelink and the xiaomi mi 10 device has not been tested at the time of investigation. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The low glucose alarm did not sound while customer was sleeping (set for below 95 mg/dl) and the customer subsequently experienced labored breathing, "blank eyes", drooling, headache, leg pain, convulsions, and loss of consciousness. The customer was assisted by a third-party with glucagon injection, sugar-water, and food, and emergency services were called. The customer was transferred to hospital where customer was additionally given serum via IV and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.